Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that that they were setting up for a case, and the camera cart was showing a network connection pcoip error. It did not go away after a long time. The sire rebooted the system and the issue resolved. No patient was present at the time of the event.